Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# va1q2bn027s implanted: (B)(6) 2019 explanted: (B)(6) 2020 product type lead lot number of the lead was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# va27c7a043 implanted: (B)(6) 2019 explanted: (B)(6) 2020 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 13-may-2024, UDI#: (B)(4) h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study, manufacturer representative) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient contacted the clinic as she had out of range message on her handset and painful back muscles. Reprogramming attempted with no success. X-ray showed lead had migrated. Revision and replacement of lead on (B)(6) 2020 occurred. Reported full coverage on (B)(6) 2021 and resolved without sequelae on (B)(6) 2021.  Etiology was a casual relationship to the device/therapy.